Event description:
On (B)(6) 2013, intuitive surgical (isi) received a legal complaint concerning a patient who underwent a da vinci si sigmoid colectomy procedure on (B)(6) 2012. The legal complaint alleged: immediately after the procedure, the patient suffered severe complications, including, but not limited to, an anastomosis leak requiring a second operation. In addition the legal complaint states that the surgical equipment manufactured by isi malfunctioned, causing and resulting in severe injuries and that the patient was hurt and injured in his health, strength and activity, sustaining injury to his body and person this was reported to have caused the patient great mental, physical, and nervous pain and suffering.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. At this time, it is unknown if a malfunction of the da vinci si system, and instrument, or an accessory occurred during the reported surgical procedure. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012, and no system errors were found to have occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: the legal complaint alleged that the patient experienced severe complications and required a second operation after undergoing a da vinci si surgical procedure.